Manufacturer narrative:
Product was received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event reported as: staples did not detach themselves smoothly from the wide anvil. The event occurred during use in an unk procedure, but caused no harm to the pt. The procedure was continued using another visistat stapler.